Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope connector has water stains, causing the universal plug unit and if plate being not good, resulting in the image becoming blurred, indistinct or noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced image became blurred, indistinct/noisy. There were no reports of patient or user harm associated with this event.